Manufacturer narrative:
The investigation has determined that a non-reproducible, lower than expected vitros bhcg ii result was obtained from a quality control fluid on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on pre and post service within run precision testing, there is no evidence an instrument issue contributed to the event, but cannot be entirely ruled out. There is also no evidence that the bhcg ii assay malfunctioned based on historical quality control data. An issue with the preparation or handling of the quality control fluid could not be ruled out as a contributing factor.

Event description:
The customer complained that a non-reproducible, lower than expected vitros bhcg ii result was obtained from a quality control fluid on a vitros 5600 integrated system. Vitros ¿hcg result = 39.76 miu/ml verses expected result <592.20 miu/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient samples were not affected, however, the investigation could not conclude that patient results would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).